Event description:
Same case as: 2134265-2014-00126. It was reported that the rota wire separated. The target lesion was located in a severely calcified and severely tortuous distal of right coronary artery. The 330mm rota wire and rotalink burr are selected to ablate the target lesion. During preparation outside the patient, it was noted that the rota wire was separated during test rotation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years older. Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).